Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a spindle-shaped, unruptured aneurysm in the left vertebral artery with a max diameter of 15 mm and a 10 mm neck diameter. Landing zone: distal: 8 mm and proximal: 5 mm. It was noted the patient's vessel tortuosity was weak. Dual antiplatelet treatment was administered. The pru level was the appropriate numerical value. Post operative findings related to blood flow contrast showed no issues. It was reported that the deployment of the relevant pipeline was initiated, but the tip did not open well. Without forcing it, the rest of the pipeline deployed properly. However, due to the poor opening of the tip, anchoring was not possible, causing the deployment position to shift. It was reported that deployment failure occurred in the distal stent region. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was reasheathed two or less times. There was no operation or another device required to open the stent. The stent was removed from the patient's body by resheathing and removing with the microcatheter. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Regarding the cause of the pipeline failure to open, they "understand that a fraying condition has occurred at the tip." After the product was replaced with another mdt product, the procedure was completed successfully.